Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: em800n, serial/lot #: (B)(4), UDI#: (B)(4). H3: product analysis of tool mr8-10ba20d: no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Product analysis for em800n: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cervical decompression posterior fixation, during th1 right side creation, the tool broke off at about 5mm from the tip and remained in the body. It was reported that the broken tip of the bur was tried to be removed, but it could not be pulled out and the wound was closed, leaving fragments inside the body. It was repoted that there was a delay of 10 minutes and completed the procedure using a spare product. On follow up, it was reported that there was no patient or staff impact.

Manufacturer narrative:
H3: product analysis of mr8-10ba20d tool: evaluation determined that the tool was broken. The most likely cause of failure is due to excessive force/ side load was applied to the dissecting tool. Product analysis of em800n: the results of analysis concluded that no abnormalities found with the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.